Event description:
It was reported that the patient is not satisfied with the erection provided by his inflatable penile prosthesis (ipp). The physician has informed the patient that the ipp is functioning properly; however, the patient is not satisfied. The patient indicated that he feels a distinct curve in the cylinders when inflated. In addition, the degree of inflation is not allowing him to have sexual intercourse.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.